Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Three kinks were found on the catheter tubing approximately 42.2 cm, 73.9 cm and 75.2 cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 53.8 cm from the iab tip. Conclusion: the optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
Patient to unit from the operating room, pump alarming iab optical sensor failure, the pump was switched out and alarm continued on second pump. Attempted to unplug, replug sensor, recalibrate but the alarm continued. They were able to slave the bp into the pump from the bedside monitor and receive their pressures. Direct pressure cable for the pump was unable to be located. The patient was supported the entire time in ECG trigger. Balloon lost wave form and showed optical sensor failure and the bp was alined and balloon pressures were significantly different. The patient status is reported as deceased.